Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A similar product with similar malfunction has been investigated already. Results are as follows: the level sensor in question has been investigated in our laboratory. Level sensor sn (B)(4) has been connected to the hl20. Alarm was generated. Multiple times switched on and off, thereby angled the plug, cable rotated and bent. No impact on the alarm. Level sensor is defective. Thus failure could be confirmed. The most possible root cause has been determined as defective apm module. Field safety technician has been sent for investigation and found defective apm module, which was replaced. The machine has been handed over with working conditions. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It has been reported that the hlm sl no (B)(4) level sensor not working. Found the problem with apm module and the same replaced with new one and tested found working ok. (B)(4).